Event description:
The facility reported an infusion pump that stops during infusion on a pt. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.